Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm without low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.